Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30 x 2.75, concentric and de novo target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. After pre-dilatation with a 2.0 x 20 emerge balloon catheter, a 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion, and the shaft was broken inside the patient. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.